Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane and ribbon cable were replaced. Additionally all connectors were reseated and the high voltage cable was tightened. The system was then found to be operating as intended.

Event description:
The customer reported the system shut down in the middle of a procedure. There is no report of pt injury.